Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead had triggered a lead safety switch due to impedance measurements of greater than 2000 ohms. Additionally, lv pacing was being inhibited due to the patient¿s atrial tachycardia. The patient was started on medications for that. The lead would remain in unipolar configuration and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.